Event description:
It was reported there was a catheter problem, but it was unknown what the catheter issue was, if the patient had any symptoms, or when this occurred. It was noted the doctor put the catheter revision surgery on the manufacturer representative¿s (rep) schedule a couple of days ago, but the rep was just notified on the morning of this report he would be covering the case. It was further reported during the middle of the catheter revision case on the date of this report the doctor could not find the balled up piece of catheter in the subcutaneous space. It was noted the patient had a computerized tomography (CT) scan that diagnosed the catheter issue, but the scan was not in the operating room (or) it was at the clinic so it could not be used for identifying placement. The pump was being used to deliver duramorph and baclofen. Additional information received reported the physician could not locate the catheter issue using the ¿c arm¿ in the or. Drug was withdrawn from the pump and the actual withdrawn amount was 20cc and the printout showed 12.8cc when the pump was checked. It was noted the doctor put the 20cc back in and the volume was changed from 12.8cc to 20cc. It was also reported the option of potentially replacing the old catheter with a new catheter was discussed, but the physician said he may replace the entire catheter with a new one at another time. Additional information received reported a second catheter revision was done on (B)(6) 2014 and the patient was sent to CT to see the catheter. It was reported the catheter was somewhat ¿waded up¿ and it was likely they would be replacing that section today. No further information was provided. A follow-up report will be sent if additional information becomes available.

Event description:
Additional information later reported the hcp found the catheter coiled up and made an incision and removed the coiled catheter by cutting it out and connecting the two pieced with a connector. No other surgeries had to be performed after this time. The cause of the coiled catheter is unknown and per the reporter stated that was just how they found it, and it was not clear how it got that way. The patient is doing fine since the surgery.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter; product ID 8590-1, lot# n414871, implanted: (B)(6) 2014, product type: accessory. (B)(4).